Event description:
(B)(4): it was reported that the pump failed an accuracy test +10.85%. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond 14 years from manufacture date of 2008-05 and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the top rear label was missing. During functional testing, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on the pump by the chassis base of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. The root cause of the reported issue was found to be fluid ingression. Recommended expulsor assembly to be replaced.